Event description:
The customer reported that when they turned the machine on, they were having trouble with it not booting up all the way. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The general purpose operating system, real time operating system and cmos batteries were replaced, and the cmos settings were reloaded. The system was then found to be operating as intended.